Event description:
Reporter indicated that a vns pt's seizures were worse when stimulation was first initiated after implantation of the vns device. It was reported that the pt's seizures were "longer" and "stronger" than prior to vns stimulation. It was reported that there had been no changes in medication. Follow up with the physician revealed that the pt had developed an infection at the chest incision after implantation of the vns device. The neurologist reported that the change in seizures was due to the infection. The infection was treated with antibiotics. The cause of the infection is unk.